Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc sling system on or about (B)(6) 2008 with the intention of treating her stress urinary incontinence. It was alleged the plaintiff suffered serious debilitating bodily injuries, including, but not limited to, severe urinary incontinence, vaginal pain, pelvic pain, discharge, painful intercourse, significant mental and physical pain and suffering, permanent injuries, and has undergone additional surgery.

Manufacturer narrative:
Lawyer - filed report - (B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.